Event description:
Boston scientific received information that, during the device change out procedure, the proximal setscrew for this right atrial (ra) lead was stuck and the physician had difficulty removing the lead. After several attempts, the physician was able to remove the ra lead from the header; however, the terminal pin of the ra lead separated from the lead body. The ra lead was surgically abandoned and a new ra lead was successfully implanted with a new device. No adverse patient effects were reported.

Event description:
Additional information was received indicating the patient experienced pulseless electrical activity (pea) due to the anaesthesia administered during this change out procedure.

Event description:
Additional information indicated there were no out of range measurements. The field representative was not aware of any documented fracture. The lead was surgically abandoned.

Manufacturer narrative:
At this time, this lead has not been returned. If additional information is received, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated shoul further information be provided.